Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4)and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient went to the urgent clinic and was diagnosed with a skin irritation. The area was red and was a hard lump. For treatment, the patient was given a antibiotic injection and a unknown pill. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 1.5 hours.